Event description:
On 31-oct-2025, a customer contacted technical support to report a questionable negative result on xpert mrsa/sa bc lot 22206/1001474565. The patient is a 78-year-old hospitalized individual diagnosed with cardiac adenocarcinoma and hypertension. The patient was not immunocompromised and did not have diabetes. Prior to blood collection, the patient was receiving antibiotics: daptomycin (started on (B)(6) 2025) and amiklin (started on (B)(6) 2025). On (B)(6) 2025, two whole blood samples were collected from the patient in bd bactec plus aerobic tubes and incubated on the bactec system. The first hemoculture became positive after 16 hours. A gram stain confirmed the presence of gram-positive microorganisms. On (B)(6) 2025, hemoculture 1 was tested using filmarray, which confirmed the presence of methicillin-resistant staphylococcus aureus (mrsa). This result was reported to the physician. Hemoculture 1 was stored at 4°c for future testing. On (B)(6) 2025, the second hemoculture became positive after 36 hours. A gram stain confirmed gram-positive. Microorganisms. The same day, hemoculture 2 was tested using xpert mrsa/sa bc (lot 22206), which showed mrsa negative. And staphylococcus aureus (sa) positive. This result was reported to the physician. Later that day, hemoculture 2 was streaked on chromogenic agar for mrsa detection (biomerieux agar, ref 43451 ar gelose. Chromid mrsa), blood agar, and anc agar. On (B)(6) 2025, these cultures confirmed the presence of mrsa. Hemoculture 2 was also tested using vitek 2 for an antibiogram, which revealed weak resistance to cefoxitin and moderate resistance to oxacillin. The physician was informed. The customer suspects two different sa populations. According to the biologist, the discrepancy caused delays in diagnosis and treatment but had no additional impact on the patient.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
Analysis of the curves showed no malfunction. Only one graph from the test carried out on 31-oct-2025 was supplied by the laboratory. It showed an early amplification of the spa target (CT=16.5) with no mec amplification and a scc beyond the threshold (CT=39.3). No additional medical data available. The isolate was sent to the national reference laboratory (nrl) and cepheid requested the results from the mecc test.the strain was sent to the nrl that identified a mecc gene which is not detected by our test, as mentioned in the IFU. The likely root cause is mutation/genetic drift, however since our IFU states the mecc gene is not detected by our test, this is not considered to be a malfunction, therefore, this case is not reportable as our device performed as intended.